Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a green augmentation curve. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) there is no UDI provided as the issue was found to be with the cardiosave trainer, which is not registered as a medical device, and is therefore exempt from the UDI rules.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - 1216 tj), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Corrected field - d4(catalog #, version or model #), d1. A getinge field service engineer (fse)replaced the cable and performed functional test, repair done.